Event description:
It was reported that the home patient (hp) had an increased intra-peritoneal volume (iipv-adult) and felt full during dwell 3 of 5 while the hp was connected. The baxter technical service representative (tsr) assisted the hp in performing a manual drain. The drain volume was 4011 ml after performing two manual drains, after which the hp stated that draining relieved the symptoms. The fill volume was 2400 ml. The volumes reported meet criteria for iipv. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter. The initial evaluation confirmed the reported condition but the evaluation has not yet been completed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was evaluated and the reported event was confirmed through the review of the event history logs. The sample evaluation was unable to duplicate the event. The device was determined to meet functional and electrical performance specification requirements per rite testing. A simulated therapy was performed and completed successfully on the device. The cause of the reported issue was determined to be insufficient drain due to one or more cycles advancing to the next fill when slow / no flow occurred above the min. Drain volume threshold. Should relevant additional information become available, a follow-up report will be submitted.